Manufacturer narrative:
(B)(4). Corrected information: the sample that was thought to have been returned for evaluation was actually received on a later date and has since been evaluated. Evaluation summary: the sample was received for evaluation. A visual inspection, clear passage testing, pressure testing and functional testing were performed. No malfunctions were identified during evaluation; the device met specification.

Event description:
It was reported that a customer was unable to prime the interlink t-connector extension set. The customer stated they had to change out the set in order to continue priming. The solution being primed is unknown. There was no patient involvement. No additional information is available. This is the first of three occurrences reported for this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was reported to be returned but could not be located. If the device is located, device analysis will be completed.

Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted. This is related to (B)(4).